Event description:
The device was used during a bullectomy procedure. Reportedly, the jaws did not open readily. The surgeon performed a thoracotomy and removed the instrument. The pt is in satisfactory condition.